Manufacturer narrative:
Concomitant medical products: product ID: evolutr-34-us valve, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential over sensing of far field r-wave (ffrw)s were observed on the atrial lead channel. The ra lead remains in use. No patient complications have been reported as a result of this event.